Event description:
A patient reported experiencing inaccurate low results with a otp meter. The patient's blood glucose results were 42 mg/dl vs. 82 lab. Tests were done within 11-20 minutes with a difference of 40 mg/dl. Patient did not experience any adverse events. No further information has been reported.